Event description:
It was reported that during a device implant procedure, lead no capture issue was observed. Lead was removed and a new lead was implanted. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.